Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient was experiencing suicidal thoughts, which an hcp attributed to the dbs. The patient was reported to have no suicidal thoughts while they lived in (B)(6). The patient then moved to (B)(6) several months after their device was implanted where their hcp stated that they believed the patient¿s suicidal thoughts were due to the patient¿s dbs. That hcp turned off the patient¿s therapy. The patient recently moved back to (B)(6) and met with their previous hcp. This hcp stated that the patient¿s tremor was disabling so they turned the therapy back on since they did not believe it was causing the suicidal thoughts. The patient was evaluated and found to have no abnormal thoughts, and had significant tremor control when therapy was on. The hcp advised the patient to turn therapy off if they are experiencing abnormal feelings. No information about when the patient started having suicidal thoughts was given. [Refer to manufacturer report #3004209178-2017-04494 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.